Manufacturer narrative:
Updated fields: (event site postal code: (B)(6), event site state: (B)(6)). Corrected fields: e1(initial reporter, event site email). A getinge field service engineer (fse) found the cardiosave intra-aortic balloon pump (iabp) top screen is difficult to open. So, fse replaced both hinges, also the resistance of the protective earth was > 0.330. The fse replaced he reel, ac pwr.cord, type e/f plug, pm and safety check performed, repair done. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received the hinge, display,left and hinge, display,right. These parts were received with a reported failure of the top screen being difficult to open and reel, ac pwr. Cord, type e/f plug - this part was received with a reported failure of the protective earth resistance being greater than 0.330 ohms. The fat performed a visual inspection and found the parts to be in good condition. The fat installed hinge, display,left, hinge, display,right in cardiosave test fixture and tested the hinges to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. It was found the top screen had difficulty opening due to the hinges being seized. Fat verified the reported issue for these parts but no root cause defined. The fat installed reel,ac pwr.cord,type e/f plug in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. During testing it was found that the protective earth resistance was 1 ohm. Verified the reported failure of this part. No root cause able to be defined. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has a top screen that is difficult to open, also the resistance of the protective earth was > 0.330 othere was no patient involvement.